Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-120mg/dl fasting. Verified test strips expire 07/15/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Customer performed a back to back blood test 231mg/dl and 229mg/dl. Reviewed meter memory (B)(6). Customer called with a concern her meter was reading lower than her expected fasting range of 90-120 mg/dl. Customer stated the true result was approximate 40mg/dl lower than testing with another meter. Customer was unable to give specific test results which concerned her. Customer is a new user. Meter stored in the kitchen. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of low results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-120mg/dl fasting. Verified test strips expire 07/15/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Customer performed a back to back blood test 231mg/dl and 229mg/dl. Reviewed meter memory: (B)(6). Customer called with a concern her meter was reading lower than her expected fasting range of 90-120 mg/dl. Customer stated the true result was approximate 40mg/dl lower than testing with another meter. Customer was unable to give specific test results which concerned her. Customer is a new user. Meter stored in the kitchen. No adverse event reported.